Event description:
Related manufacture reference number: 2017865-2022-00070. It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator(ICD) delivered inappropriate shocks due to incorrect interpretation of atrial fibrillation. It was also noted that the right ventricular lead(rv lead) exhibited low defibrillation impedance due to suspected insulation damage. Programming changes were performed for the ICD and no interventions were made for the rv lead. The patient was in stable condition.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2022. The right ventricular lead was also capped and replaced on the same date. The patient was in stable condition.